Event description:
It was reported that the patient was experiencing discomfort from the interaction of the implantable cardioverter defibrillator and the shoulder. The device was explanted and replaced. The device pocket was relocated. The patient was discharged.

Manufacturer narrative:
The reported event of patient discomfort between the shoulder and the device was not confirmed. Visual inspection did not reveal any anomaly. Battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.